Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the throat during a tracheal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon burst at 4 atm. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device confirmed that the balloon burst. No other issue was noted on the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to the manner as the device was handled and manipulated. It is most likely that the failure may be related to the balloon being used in the trachea which is not the intended anatomical use of the device which could have contributed the damage found in the balloon, affecting the performance and intended purpose of the device and leading to the cause of the reported adverse event. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was used in the wrong anatomy (trachea).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the throat during a tracheal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon burst at 4 atm. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.